Manufacturer narrative:
The expiration date and device mfg date are unk because the lot number was not provided. The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The patient effects of dissection and occlusion are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, an antegrade dissection occurred when inserting the proglide device causing blood flow obstruction. Open surgery was performed to repair the vessel. There was a reported clinically significant delay in the procedure due to the need for the open surgery. Additionally, hospitalization was prolonged. No additional information was provided.